Manufacturer narrative:
Device history recorded related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
During a nextra hammertoe surgery that took place on (B)(6) 2020 the surgeon had difficulties mating the nextra driver with the proximal implant. No additional information obtained.